Manufacturer narrative:
Zimvie complaint (B)(4).. Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Coilette wrapped around the chair, wires exposed and experiencing achiness from the bigger coil. It was reported by that the patient accidentally got the wire of the xl coilette wrapped around a chair, and it ripped out the wire when she moved. In addition, she said she has been wearing the bigger coil and this was making her ankle very achy, and wondered if that was normal. The patient had some achiness as the coil emits a signal to help draw blood supply to the area, however, if it is too uncomfortable then wait until the new coil arrives. A new sflx xl coilette was shipped to the patient along with a return label. The patient stated she began to use her flx 3 coil to treat and that the flex 3 coil was too big for her and "spun around a little" and also caused an ache in her ankle. The patient assesses the pain level as a 30 out of 10. For 2 days she was treated for the ache and she was done treating for the day and turn off the unit the pain went away. By day 3 the pain remained for hours even after she turned the unit off. She called the sales rep and the rep reported the issue. The patient did not speak to any other medical professional about the discomfort. Patient received the new xl coilette and has been comfortable and happy treating for 5 days with no pain. No further circumstances have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient accidentally got the wire of the xl coilette wrapped around a chair, and it ripped out the wire when she moved. In addition, she said she has been wearing the bigger coil and this was making her ankle very achy and wondered if that was normal. Later, the patient called and spoke to customer service representative, patient stated that she began to use her sflx 3 coil to treat and caused an ache in her ankle. Patient assesses the pain level as a 30 out of 10. For two days she treated with the ache, and she was done treating for the day and turn off the unit the pain went away. By day 3, the pain remained for hours even after she turned the unit off. The patient did not speak to any other medical professional about the discomfort. No additional patient consequences/ further information has been reported. The coil was not returned for further evaluation.